Manufacturer narrative:
The facilities maintenance found fluid on the scale board. The facility replaced the scale board to repair the bed.

Event description:
Alleged the bed scale is reading approx 50 lbs off.